Event description:
Reporter indicated that during an initial vns implant surgery, diagnostic testing resulted in high lead impedance. The lead connector pin was removed from the generator, and diagnostic testing of the generator alone showed it to be functioning properly. The lead connector pin was reinserted into the generator connector block, and diagnostic testing still resulted in high lead impedance. The surgeon opened a new generator and lead and successfully implanted the pt. The generator and lead that were not used in surgery have been returned to the MFR and are undergoing analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.